Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse found air in the fluidics system while the probe was dosing. The fse replaced the rinse pump p/n: 700-7513 . After the replacement the fse continued to see some air in the system but not as much as before. The fse replaced the syringe pump, p/n: 700-7151 and this resolved the customer issue. The fse reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer called in to report quality control (qc) failure for multiple analytes. The customer indicated they are getting false negative results for bilirubin on ca quality controls and false positive for blood on cb quality controls. Customer confirmed chemistry strips already run through the instrument were not dosed as normal. There were no erroneous results generated or reported out of the lab.